Event description:
System error 2156 during infusion. Pump had a system error 2156 two hours into an infusion. The alarm stopped the infusion in-progress. No pt info available. The alarm was noticed on the log, not via a nurse complaint.

Manufacturer narrative:
The eval is on-going. A follow-up report will be initiated after the completion of the eval.